Manufacturer narrative:
H3. Device evaluation: customer report of stenosis was confirmed through observed host tissue overgrowth. X-ray demonstrated wireform intact and minimal calcification on leaflets 1 and 2. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately ­­5mm on leaflet 1 at the outflow aspect and of approximately ­­5mm on leaflet 3 at the inflow aspect. Host tissue overgrowth restricted leaflet mobility and led to stenosis. Sewing ring was cut around the valve on the outflow aspect and exposed the wireform. Wireform was also exposed on all three commissures. Leaflet 2 had a 12mm tear from commissure 2 extending along the cusp area and leaflet 3 had a 10mm tear from commissure 1 extending along the cusp area. Host tissue on the stent circumference was moderate at both the inflow and outflow aspects. Multiple suture pledgets remained attached to the sewing ring around leaflets 1 and 2 on the inflow aspect. Multiple sutures remained attached to the sewing ring around the valve. H10. Additional manufacturer narrative: updated section h3.

Manufacturer narrative:
The device was not returned to edwards for evaluation. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. A manufacturing related issue was not identified. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. If additional information is received a supplemental MDR will be submitted. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received notification that this patient with a 19mm valve implanted in the aortic position underwent a valve replacement after an implant duration of approximately 2 years and 1 month. The valve was explanted due to stenosis. A mechanical valve was implanted as replacement as replacement. The patient was noted to be recovering.